Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup mode with high voltage therapies enabled. The physician elected to explant and replace the ICD. Additionally, during this procedure, the right ventricular (rv) lead was capped and replaced prophylactically due being part of the externalized conductors' advisory notification. The patient condition was stable.